Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #42540000038, persona cemented all-poly patella, lot #62984022. The following products were manufactured by zimmer (B)(4): catalog #42522200610, persona uc vivacite articular surface, lot #62593330; catalog #42502007002, persona cr cemented femoral component, lot #62958731. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing radiating pain from the knee to the foot as well as a burning sensation.

Manufacturer narrative:
Review of device history records would not provide additional information for determining the cause as the reported event alleges symptom rather than a device failure. These devices are used for treatment. Medical records for primary surgery and office visit notes were received. Primary surgical notes confirmed that patient underwent right knee arthroplasty due to severe osteoarthritis. The notes were reviewed with no surgical anomalies or complications. After the cuts were made, the surgeon used the trials to assess the ligamentous stability as well as the tibial rotation. Post op visit indicated that the patient had a well healed incision, excellent range of motion and no evidence of dvt or infection. Post op notes state that the patient was aspirated and the patient states he may have a metal allergy. It was also reported that patient had range of motion of 5 to 95 degrees, well-healed incision and minimal effusion. No compatibility issues of the implants were noted. Complaint history search based on the related product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided.